Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The investigation showed that there was a collision between the c-arm and the radiation shield. As a result, the guard strip tore from the mounting furrow of the c-arm which led to the proximity switch being permanently active. The device could no longer be moved by motor at full speed, but only at reduced speed for safety reasons. The reduced speed is a mitigation for such a case and is also described accordingly in the instruction for use. The user is warned in the user manual " to avoid collisions, the display ceiling suspension, radiation protection devices and other accessories should be outside the c-arm system" (manual chapter 2.7: " danger zones/ danger points"). The customer service engineer (cse) fitted the proximity switch back into the mounting furrow. After refitting the proximity switch there were no further issues, and the system works as intended. No parts were exchanged and so no corrective action necessary. After investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the peripheral guard strip tore from the c-arm after collision with the radiation shield. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.